Event description:
The hospital reported that during a coronary artery bypass procedure, ten heartstring iii seals failed to load properly. Replacement devices were used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #s 2242352-2012-00999, 2242352-2013-01185, 2242352-2013-01186, 2282352-2013-01187, 2242352-2013-00188, 2242352-2013-01189, 2242352-2013-01190, 2242352-2013-01191, and 2242352-2013-01193.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformances. The results of our evaluation and a copy of the IFU were sent to the customer for review. A maquet representative also conducted an in-service at the facility. (B)(4).